Event description:
During procedure, the fluoroscopy table had an abrupt malfunction. "Emergency stop" came up on the monitor. The table and c-arm were floating. The procedure was interrupted, and reboot attempts were unsuccessful. No patient harm. Vendor was notified with repairs and replacements made. Manufacturer response for fluoroscopy table and arm, allura (per site reporter). Equipment repaired and replaced.